Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 9bv2g44 for evaluation. No test strips were returned, therefore, in-house contour next test strips were used for testing. An in-house testing was performed using the returned meter with in-house test strips and returned control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The customer stated that she applied the control solution directly on the test strip which was already inserted into the meter. The contour next one user guide cautions customers "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer ran control test and obtained a reading of 161 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.